Event description:
It has been reported that during installation of the safety disc, the cardiosave intra-aortic balloon pump (iabp) unit failed the "all manifold test" at the membrane diff pressure of the pneumatic interface module test. There was no patient involvement.related to tw# (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) resolved issue by replacing the safety disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.